Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during set up of the device for peritoneal dialysis therapy. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the home patient (hp). Rts advised the hp to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.